Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer for physical evaluation. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
Upon review of medical records it was noted a peritoneal dialysis (pd) patient developed peritonitis. Follow up with the patient's nurse confirmed the patient visited the clinic on (B)(6) 2015 with signs of peritonitis including a cloudy effluent bag and pain. On the same day the patient went to the emergency room and was prescribed vancomycin. The patient was not admitted and was sent home the same day. The patient's nurse also noted the patient had ongoing constipation and bowel issues. The peritonitis event resolved following antibiotic treatment.

Manufacturer narrative:
Clinical review of medical records does not reveal the source of the peritonitis nor do they indicate that a malfunction occurred. The pdrn does not mention a malfunction occurred for this event. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and the patient¿s peritonitis. There is no documentation in the medical record that indicated a causal relationship between the liberty cycler set and the patient¿s peritonitis. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.